Manufacturer narrative:
Device was received, diopter confimed to be correct as labeled. The results of our investigation reasonably suggest this report is not manufacturing related. Iol met all manufacturing specifications prior to release.

Event description:
Lens was removed and replaced without complication due to improper iol power initially implanted resulting in an undesired refractive outcome.